Manufacturer narrative:
The investigation was just starting. The result will be forwarded in a follow up report.

Event description:
It was reported that on (B)(6) 2025 a ventilator malfunction occurred during surgery and mechanical ventilation was stopped. Manual ventilation was substituted and surgery continued. No injury was reported.

Event description:
It was reported that on (B)(6) 2025 a ventilator malfunction occurred during surgery and mechanical ventilation was stopped. Manual ventilation was substituted and surgery continued. No injury was reported.

Manufacturer narrative:
For the investigation the provided logfile was analysed. The described ventilator failure could be reproduced. It was found that traced back to an error condition with the ventilator motor. The motor unit was replaced; the device passed all consecutive tests and could be returned to use. The motor was returned to the manufacturer and inspected in detail. A not stable electrical contact between the motor collector and the carbon brushes during motor operation was found. The root cause was most probably a deteriorated spring at the carbon brushes which led to a reduced force by which the carbon brushes are pressed against the collector, intermittent contact losses are the consequence. This leads to speed fluctuations and may cause that the motor does not reach the intended position. The motor that drives the piston ventilator is a so-called step motor - the number of rotations define the piston hub which is a measure for the tidal volume the ventilator applies. If the aforementioned speed fluctuations exceed a certain threshold and the supervisor function of the software detects two consecutive instances of significant deviation between calculated/intended and measured motor position, the device shuts down automatic ventilation to protect the patient from potentially hazardous output. This is accompanied by a corresponding alarm. As it was done in this case, the user may continue patient support in manual ventilation mode with the built-in breathing bag; gas dosage and monitoring functionalities remain unaffected from the ventilator shutdown. Dräger finally concludes that the system responded as designed upon a deviation in one subsystem. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.